Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 4 of 5 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the technical service representative (tsr) discovered that the patient had not used proper procedures while disconnecting from the setup and had then reconnected to the setup. The tsr reviewed proper procedures with the patient and assisted the patient in clearing the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, disconnecting incorrectly from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.